Event description:
Information was received indicating that cadd administration sets - flow stop may have contributed to under delivery. It was reported that close to half of the infusion volume remains in the bag, yet the pump indicates that the full amount was given. Additional information was received indicating that the residual volume for a 500ml bag was 250mls for 2 consecutive days. The patient states there were no audible alarms. The event occurred while in use with patient and the device operator was a health care professional. There was no patient injury as a result of this malfunction.